Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified conclusively. The most likely root cause is thinner flap setting and the combination of thin flap and water/ lacrimation caused the flap to become more thinner which caused difficult lifting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with a thin flap that was difficult to lift following flap creation in the right eye. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).